Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Review of device history records show that lot released with no recorded anomaly or deviation. Date of event - revision occured in 2009, exact day is unknown. Date implanted - 2006, exact day unknown. Date explanted - 2009, exact day unknown. Evaluation of the returned component identified heavy damage, however, the cause of the heavily scratched surface could not be determined. It may have been the result of rim impingement where the head came into contact with something hard/rough. It did not appear to have been due to handling or return shipping. This report filed october 2, 2009.

Event description:
It was reported that patient underwent hip arthroplasty in early 2006. Subsequently, patient was revised in 2009, due to wear of the liner. The liner and head were removed and replaced. No further information received to date.